Event description:
It was reported that surgeon had to revise a accolade hip that was painful to the patient. The patients cobalt chromium blood levels was 3 times higher than normal. After removal of the femoral head, it was noticed that the trunion was black. The stem was removed and replaced with a exeter stem with a +8 ss head.

Manufacturer narrative:
An event reporting altr involving an accolade stem and metal head (pr 790441) was reported. The event was not confirmed. Method & results: device evaluation and results: the neck and taper of the stem can be seen. It was noted that the trunnion was black. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, pathology reports x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that surgeon had to revise a accolade hip that was painful to the patient. The patients cobalt chromium blood levels was 3 times higher than normal. After removal of the femoral head, it was noticed that the trunnion was black. The stem was removed and replaced with a exeter stem with a +8 ss head

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.